Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was making clicking sound while opening. The customer reported that the occurred issue affecting their workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had been making clicking sounds prior to opening. A field service engineer (fse) confirmed that drawer 6 was functioning properly and was unable to duplicate the reported issue of clicking and failure to open. The drawer was pulled out of the chassis, and the rails were inspected, but no issues were found. The customer was asked to open and close the drawer 12 times under the cubie map, and no issues were observed. Additionally, a zebra printer issue was resolved by reseating the settings and clearing the print queue. Hardware test application (hta) and cubie map tests did not reveal any faults. The system functioned as intended after the field service engineer verified the device.